Event description:
On (B)(6) 2012, the reporter contacted animas to report the pump would not power on successfully after a battery replacement. The pump would beep, but not display the main screen. The patient noted there was no damage to the pump, and it had not been exposed to moisture. The issue was not resolved. There was no patient injury associated with this issue.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. The report is under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
(B)(4): the pump black box showed a replace battery on (B)(4) 2012. There was no dmaage to the battery compartment or cap. The pump was exercised for 24 hours without power issues. The battery cap was tested and was confirmed to be within specifications. The pump was opened and no power circuit defects were found. Unrelated to the complaint, the display screen was found to be faded and miscolored.